Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced phrenic nerve stimulation. The lead was surgically abandoned. No additional adverse patient effects were reported.